Event description:
The account alleged that the foot hi/low function of the bed is drifting down.

Manufacturer narrative:
The account, after replaced the foot hi/low up and down valves, replaced the hydraulic manifold to repair the bed.